Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 3 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10049949. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2024-07725, 1627487-2024-07726. It was reported that the patient's left s1 lead had migrated and the patient was experiencing ineffective stimulation with the right s1 lead. The patient underwent surgical intervention and during the procedure the left t12 lead had migrated as well and all three leads were explanted and replaced. It is unknown which t12 lead attributed to this issue.